Event description:
It was reported that during surgery, the device stops working mid procedure. There was no note of patient harm or delay. Due diligence is complete and there was no additional information available. No adverse event is associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(6). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: canada.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were not checked due to the pin on the neck was broken off and the calibration was out of specification. The neck, head, control bar, control shaft, control lever and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.